Manufacturer narrative:
Internal complaint reference: (B)(4). Literature case - analysis of collation complications in children with obstructive sleep apnea-hypopnea syndrome 10.6040/j.issn.1673-3770.0.2017.533.

Event description:
It was reported that on literature review analysis of coblation complications in children with obstructive sleep apnea-hypopnea syndrome, 17 patients complications after a tonsil procedure using a coblator ii surgery system with evac 70 or integrated evacxtrahp coblation wand. 12 patients had wound bleeding of tonsil after surgery with vomiting, from which surgical hemostasis was required (2 cases were admitted to picu after surgery, 1 of which was treated with blood transfusion, and another case was rescued due to vomit suffocation during anesthesia before hemostasis), 5 other patients had a perforation due to defective palatopharyngeal arch tissue, from which 2 patients with the maximum diameter of perforation of 0.3-0.6 cm, were not treated because of the absence of symptoms, and the other 3 patients healed on their own within 2 months. All patients were discharged successfully. No further information is available.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product information was provided, thus a complaint history review, device history review, device labelling/instructions for use review, and a risk management review could not be performed. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The data presented in the aged article does not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. A review of the article found 3 images of patient's mouths following procedure. The images were described as a palatopharyngeal arch perforation, a palatine fistula, and a palatine fistula healed. There was no way to determine if the device contributed to the reported event. The complaint of patient complications was confirmed due to the images in the article but the root cause could not be established. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Correction in h10: results of investigation.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product information was provided, thus a complaint history review, device history review, device labelling/instructions for use review, and a risk management review could not be performed. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The data presented in the aged article does not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. A review of the article found 3 images of patient's mouths following procedure. The images were described as a palatopharyngeal arch perforation, a palatine fistula, and a palatine fistula healed. The complaint of patient complications was confirmed due to the images in the article but the root cause could not be established. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.